Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the control body fluid damage, the u/d pulley wire fluid damage, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the u/d and the r/l pulley wires stretched, the root brace rubber cut, the objective lens unit scratched, and the light guide fiber bundle (lcb) defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.